Event description:
The user experienced a leak from the analyzer that was coming into an area of the floor where the operators walk. No one slipped or fell due to the leak. No pt erroneous results were generated.

Manufacturer narrative:
The field service rep determined there was a possible clogged drain. He checked all the drains for the reagents, sample, and stirrers and noted all were draining. He also ran mechanism checks, found no leaks. To verify the analyzer operation, controls were performed.